Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported the charged coupled device cover lens required cleaning during an unspecified event involving an olympus bronchovideoscope. There was no patient injury reported.